Event description:
It was reported that patient died of "natural causes" on 2011 (B)(6). It was stated that the death was not device related. Patient's pump contained hydromorphone 10mg/ml and bupivacaine 12.5mg/ml infused at a dose of 9mg/day with 3.5 hour lock-outs, 2 doses per 12 hours with a max of 4 activations per day. Device was returned for analysis.

Manufacturer narrative:
Catheter: model: 8709, serial # (B)(4), implanted on: 2006 (B)(6), explanted on: unk. Final analysis of the pump revealed a high s2 battery resistance. Incomplete catheter was returned for analysis that revealed acceptable catheter testing, no anomaly.